Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. Final analysis found a partial connector portion of the lead measuring 6.7 cm returned. Insulation degradation was noted at 4.6 cm from the connector pin. All other damage found was sustained during surgical procedure. The portion of the lead returned was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.